Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-mar-2026, it was reported by a sales representative via (B)(4) that an ar-300b burr attachment is stuck and is unable to remove the piece from attachment. Noticed during a case with no patient effect.